Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generator due to multiple errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found the issue was confirmed via system logs with recurring errors (c-30, c-38, m-11, m-18). Visual inspection identified a potential related issue. During testing, error c-30 occurred when firing the second bipolar, with logs showing c-00 and m-11. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the generator had errors and advised for use of 3rd party generator if needed. The procedure was completed with no reported injury.